Event description:
During a sure procedure on (B)(6) 2025 using a third-party ureteral access sheath (uas), it was reported that the uas caused a tear in the outer jacket of the device. The procedure was completed successfully, and no adverse event was reported. Investigation of the returned device on (B)(6) 2026 revealed that the device experienced excessive manipulation forces during the procedure causing it damage and leading to a tear in the outer jacket, resulting in the device being lodged within the uas. Calyxo is reporting this event in an abundance of caution.

Manufacturer narrative:
The device was returned for investigation and revealed that the cook flexor parallel ureteral access sheath (uas) was still connected to the device. The investigation concluded that the device experienced excessive manipulation forces during the procedure leading to a tear in the distal irrigation lumen jacket, and the inability to withdraw the device through the uas. The product labeling, cvac aspiration system IFU, l00018, has appropriate warnings and cautions to advise the users to not coil or bend the cvac aspiration system. The IFU warning section also indicates if damage to the cvac aspiration system occurs, or it stops functioning during a procedure, stop using the device immediately, troubleshoot and continue the procedure with a new device, as appropriate. The lot history review (lhr) for lot# 86154450 was conducted, which confirmed there were no non-conformances during the manufacturing process that could be related to the reported event. The review indicated the device met all design and manufacturing specifications when released for distribution. Calyxo will continue to perform product monitoring as part of our post market surveillance procedures. This MDR corresponds to patient 2 of 2 of the physician procedures taken place on (B)(6) 2025. See MDR for patient 1 event.

Manufacturer narrative:
This serves as a correction report. B4 - correct date of report of initial submission is 27-jan-2026. G3 - date corrected from 08-jan-2026 to 21-jan-2026 to reflect correct awareness date. H11 - should have stated, "this MDR corresponds to patient 1 of 2 of the physician procedures taken place on (B)(6) 2025. See MDR 3014683069-2026-00003 for patient 2 event."